Manufacturer narrative:
This report is submitted on 25 march 2020.

Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 because of an infection that was not device related. The patient was not reimplanted with a new device.